Event description:
It was reported that the epicardial lead was showing intermittent capture on an external heart monitor. The lead was explanted and replaced with an endocardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data revealed v-capture management trend shows intermittent max amplitude setting of 5v on (B)(6) 2011 and (B)(6) 2012, and 4.5v on (B)(6) 2012. Vcm max amplitude setting trend increases slightly around (B)(6) 2012 from an average of approx 3.6v to an average of 3.7v. Average threshold trend is predominately stable at 1.75v. Lead impedance trends are stable around 500 ohms. 3 short intervals noted, no low or high impedance paces or high rate episodes.